Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood in corner of mouth [lip haemorrhage]. Pain in corner of mouth [lip pain]. Bolt fell out of toothbrush [device breakage]. Bolt felt out of toothbrush and caused pain/blood in corner of mouth [injury associated with device]. Case description: a female consumer, age unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown with an oral-b brushhead, version unknown on an unspecified date, she noticed pain and blood in the corner of her mouth, and then a bolt fell out of the toothbrush. She reported she had used oral-b toothbrushes for around 15 years, and stated nothing like this had ever happened. The case outcome was unknown.